Manufacturer narrative:
H3: the returned products were visually inspected under magnification to confirm failure. Under magnification the screw batch number and the returned lengths can be identified as the following: p/n 30-0285 batch 405130 dimensions .324in/.930in. P/n 30-0306 batch 533921 dimensions .223in/.798in. P/n 30-0283 batch 526979 dimensions .488in/.772in. P/n 30-0307 batch 533922 dimensions .226in/.877in. It cannot be determined if the screws broke during removal or insertion. The fracture pattern show signs of shear force break. This is consistent with the screws being rotated with enough torque to be broken. Depending on the density of the bone, if the surgery was for removing the screws, and the way the force was applied to the screw heads during insertion/removal, more torque could have been generated to break the screw. Additional mdrs associated with this event: 3025141-2021-00151 follow up 1: screw 1. 3025141-2021-00152 follow up 1: screw 2. 3025141-2021-00153 follow up 1: screw 3.

Event description:
While implanting elbow plates, the surgeon experienced the breakage of four 3.0mm screws at various locations in the plates. The surgery was finished with another supplier's materials. There was a 1 hour delay in surgery as a result fo the screw breakages.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00151: screw 1. 3025141-2021-00152: screw 2. 3025141-2021-00153: screw 3.